Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was advanced via left subclavian approach with difficult anatomy, the descending aorta had a significant "hairpin" turn which made placing the pigtail into the non-coronary cusp (ncc) difficult. The pigtail was repositioned multiple times until the physician felt it was in the ncc. During deployment, the valve appeared to move above the annulus and above the pigtail marker. The valve was recaptured to approximately 90%, then readvanced slightly and redeployment was initiated. It was unclear whether the pigtail had moved up or if there was more forward advancement. At 80% deployment, an injection through the pigtail appeared to show the pigtail was up near the sinotubular junction and a dissection was noted near the right coronary artery (rca) which the physician attributed to the inflow portion of the flared valve as it was pushed forward. The valve was recaptured and withdrawn from the patient. The patient was placed on bypass and a sternotomy was performed. A non-medtronic surgical aortic valve was implanted and the aortic root was grafted, but the patient subsequently died in the operating room due to a left ventricle laceration of an unknown cause. The physician did not attribute the death to the transcatheter valve or dcs. No autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.